Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. It was reported that when removing the sheath after the procedure was finished, small air bubbles were observed inside the sheath. No patient complications occurred. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. It was reported that when removing the sheath after the procedure was finished, small air bubbles were observed inside the sheath. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.